Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0306891v, implanted: (B)(6) 2003, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0306891v, implanted: (B)(6) 2003, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4)

Event description:
The patient was implanted for dystonia and movement disorder. The consumer reported via a manufacturing representative that the implanted device was not as effective as the previous device and the patient was having return of dystonia symptoms. Reprogramming was tried, but actions required as a result of the event consisted of explant and replacement. The issue was resolved following replacement.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the company representative reported the patient&#38112;therapy was not the same as the previous implant. There was normal battery depletion. There was no patient death or injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.